Manufacturer narrative:
The reported events of failure to interrogate and premature battery depletion were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feed through damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the absurdity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that the patient presented to the emergency room with complaints of dizziness and bradycardia. The pacemaker could not be interrogated and had no magnet response. Premature battery depletion was suspected but not confirmed. The device was removed and replaced. The patient was stable.